Manufacturer narrative:
Literature citation: christopher e. Gross, md et al. Secondary arthrodesis after total ankle arthroplasty. Foot & ankle international. 2016; 37: 709-714. No code: non-union. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in an article written by gross et al titled "secondary procedures in third generation total ankle arthroplasties" it was reported that a retrospective study was performed to study a consecutive series of 1001 primary tars performed between january 1998 and december 2014. The author identified patients who underwent a secondary triple, subtalar or talonavicular arthrodesis to treat progressive arthritis or pes planus deformity. Two patients (7.7%) had a delayed union and 2 patients had a nonunion (7.7%) and were considered operative failures. There were 3 repeat procedures related to the arthrodesis procedure: 1 conversion of a subtalar to a triple arthrodesis, 1 revision talonavicular fusion, and 1 revision subtalar fusion.